Event description:
On (B)(6) 2011, the pt reported an intermittent issue with the down button of his infusion device. He stated it takes a longer amount of time than normal for the infusion device to respond when pressing and holding the button to perform a standard bolus. He does not know when he first noticed the issue. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.